Event description:
It was reported that a cartridge alarm 30 occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. The customer successfully loaded a new cartridge and resumed insulin therapy.